Event description:
Following surgery (nephrectomy) pt was placed on a pca. Pt was noted to be unresponsive and very sedated; however, maintained vs. Treated with narcan. It was noted by other staff the family had been pushing the pca. Family reinstructed on only allowing pt to push pca. The other issue is the pump showed a malfunction code. We have notified abbott to investigate this malfunction code. We are contining to investigate and notifying you in case the malfunction code played a port in this pt becoming oversedated.